Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, an unspecified area of the pump casing was cracked/damaged. It was reported that the battery cap was undamaged and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/14/2014 with the following findings: visual inspection of the pump found some cosmetic damages. No damage to the pump casing was observed. The investigation was unable to duplicate the reported damaged casing issue. The pump powered up with auditory and vibratory features. All the keypad buttons responded properly. Unrelated to the reported casing issue, the bolus button cover was found to be torn and the display was dim and discolored.